Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side deflated, and she can feel the wrinkles of the implant inside her breast. Device remains implanted.

Event description:
Patient additionally reported "silicone in my lymph nodes and the shift of one outside of the pocket¿ and that the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side deflated, and she can feel the wrinkles of the implant inside her breast. Patient additionally reported "silicone in my lympnodes and the shift of one outside of the ¿pocket". The device has been explanted.